Event description:
It was reported that the physician was positioning the left ventricular lead in the coronary sinus (cs) vein when he noticed that the tip of the guidewire had broken off. The broken piece remained in the cs, as it was unable to be removed. The physician stated that the piece would epithelialize, and was not concerned about it causing harm to the patient.

Manufacturer narrative:
Na